Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
A peritoneal dialysis patient called technical support and reported blood in his effluent, he was advised to discontinue treatment and contact his pd nurse. During follow up the patient's nurse reported the peritoneal dialysis patient presented to the emergency room following a peritoneal dialysis treatment where blood was seen by the patient in the tubing. The patient was diagnosed with peritonitis that did not require hospitalization. The patient has been on peritoneal dialysis treatment since (B)(6) 2016. The peritoneal dialysis (pd) nurse stated that the bleeding had been resolved and was related to the peritonitis. The nurse stated that the cause of the peritonitis was unknown and the culture results were not available, however the nurse did not believe it was related to the peritoneal dialysis treatment or machine. The patient was treated with the antibiotic fortaz for 21 days. The nurse stated that the peritonitis has resolved, and the patient has continued with peritoneal dialysis with no further issues.